Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that a pt presented with back pain approx four and a half months post filter implant. Imaging demonstrated that the filter was tilted and two filter legs appeared to be perforating the wall of the cava. An attempt to retrieve the filter was performed, however, the filter could not be retrieved. The filter was successfully removed in a second retrieval procedure. No report of injury to the pt.